Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to fully power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion on the computer/analog and defibrillator pcas. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was unable to fully power on.